Event description:
It was reported that the connector on the feedback line suddenly mismatched and blood leaked out of the luer lock connection. A non-maquet luer lock was connected to the cannula connector. The patient required immediate care and perfusion of four units of packed red blood cells. (B)(4).

Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device is not available so a technical evaluation can not be performed. The lot is unknown, therefore, a review of the DHR cannot be performed. A supplemental medwatch will be submitted if additional information becomes available.